Event description:
The user facility reported that their trufreeze console system would not operate properly. There was a procedure delay reported as a result of the event. No report of injury.

Manufacturer narrative:
A steris service specialist arrived onsite to inspect the trufreeze console and determined that the suction pump required replacement. In addition to the suction pump, the back panel of the unit, catheter hub seal and the transfer seal were also replaced. The unit was tested, confirmed to be working according to specification, and returned to service. The operator's manual (1500127) in the troubleshooting section gives the following instructions, "if the console is not behaving as expected, power cycle the console. If the problem persists, call service. Warning: do not use the system if the system has indicated an alarm; user or patient injury or device damage may result. Investigate the alarm and contact steris endoscopy if the cause cannot be determined or corrected. Caution: depressing the emergency stop button on the front of the console halts the cryogenic delivery system and releases the pressure in the cryogen tank." The trufreeze console is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The trufreeze console was manufactured on december 18, 2012. No additional issues have been reported.